Manufacturer narrative:
Device codes: 1562 not labeled. Internal file number - (B)(4). The two acculink devices referenced are being filed under separate medwatch reports. Evaluation summary: a visual inspection was performed, and the reported separation was confirmed. The reported failure to deploy was unable to be confirmed due to the condition of the returned device. The reported difficult to remove and physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the reported information and returned analysis, it is likely that the eps encountered resistance with the very tortuous aorta causing failure to deploy the filter and difficulty removing the eps from the anatomy and physical resistance. Manipulation and/or inadvertent mishandling of the eps against resistance during retraction likely resulted in the white handle separation and noted subsequent damages. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information was received: the return device analysis for the second nav6 embolic protection system (eps) used identified that the delivery catheter white pull handle was detached from the handle. Follow-up with the account confirmed this occurred when the device was out of the patient anatomy while an attempt to confirm if the filter could be deployed. The return device analysis for the 6-8x40mm rx acculink ii sess identified that the hypotube was separated 94.3cm distal to the strain relief tubing, but the outer member was still intact and was kinked at the hypotube separation. Follow-up with the account confirmed this damage occurred during the procedure. The return device analysis for the 8x40mm acculink ii sess identified that the stent implant was returned partially deployed for a length of 1cm. The inner member had separated 4mm proximal to the distal end of the stent holder. The separated portion, including the tip, was not returned. Follow-up with the account confirmed the separation occurred during the procedure in the guiding catheter during removal when resistance was felt. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily tortuous lesion in the internal carotid artery. It was noted that an emboshield nav6 embolic protection system (eps) was being advanced though the guiding catheter; however, resistance was felt. The nav6 eps was removed and a kinked on the tip of the delivery catheter was noted. A second emboshield nav6 eps was advanced; however, resistance with the very tortuous aorta was felt. An attempt to deploy the filter was made, but it could not be deployed. The nav6 eps was removed with resistance. A 6-8x40mm rx .014 acculink ii self-expanding stent system (sess) could not be deployed because the deployment mechanism felt very had when attempting to pull it back. An attempt to use an 8x40mm .014 acculink ii sess was made; however, the handle was broken. The procedure was stopped and the patient is fine. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.